Manufacturer narrative:
Corrected: device lot number from 0019304159 to 0019288718. Corrected: device manufactured date from 05/31/2016 to 05/26/2016. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter. The sheath, coil, burr and handshake connection were microscopically and visually examined. The coil was kinked at the end of the handshake connection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. A 1.50mm rotalink¿ burr was selected for use. During procedure, it was noted that the burr catheter could not be retracted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. A 1.50mm rotalink¿ burr was selected for use. During procedure, it was noted that the burr catheter could not be retracted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.